Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during an unknown procedure, the staff had to open a second stapler and fire below the staple line in order to remove specimen (did not fire, could not release had to cut). There were no patient consequences reported. One device is not available to be returned.